Event description:
It was reported that the anchor tip broke off when hammering in. Per additional information received, all pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor tip broke off when hammering in. Per additional information received, all pieces were retrieved.

Manufacturer narrative:
It was reported the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor tip broke off probable root cause: application - excessive force or leveraging of the anchor against the bone - user fully seats eyelet anchor onto inserter which eliminates interference fit - inadequate assessment of bone quality, pilot hole not prepared the reported failure mode will be monitored for future reoccurrence.